Event description:
While setting up for rinseback, the operator inadvertently connected the venous line to the saline bag causing blood to enter the bag, resulting in an estimated blood loss of 50cc. The operator reconnected correctly and completed the rinseback procedure. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not make the correct connections for rinseback. The user's guide provides adequate instructions for patient connections when completing rinseback. Facility staff has been notified of the blood loss. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.